Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure error 319 on universal surgical manipulator (usm)4 occurred. Distributor technical support engineer (tse) was contacted for support by customer. The customer, prior to contacting tse had disabled arm4 and continued the procedure with only 3 arms. Tse verified the logs showing error 319 pointing to usm4. The procedure was completed as planned with no reported injury.